Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was stated from the site that the controller display went blank. It was stated that there were no effect on patient. An elective controller exchange was performed. No additional information available.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. It was reported that the patient experienced a "blank display". The controller was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a controller power up event on (B)(6) 2017 at 01:31:09. The data point prior to the controller power up event, at 01:26:48, revealed that (B)(4) was connected to power port 1 with 94% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 28% rsoc. The data point after the controller power up event, at 01:46:08, revealed that (B)(4) was connected to power port 2 with 91% rsoc and (B)(4) was connected to power port 2; (B)(4) on power port 2 was disconnected and reconnected within the preceding 15 minute interval. Log analysis suggest that a power source exchange likely occurred, given that (B)(4) on power port 2 had 28% rsoc. No alarms were recorded near the event date. Failure analysis of the returned controller revealed that the unit passed visual inspection but failed functional testing; the "no power" alarm failed to sound when both power sources were disconnected from the controller. Supplemental testing revealed a damaged resistor on the power board, within the "no power" alarm circuit; the observed damage most likely occurred during the assembly process of the controller. The "no power" alarm regained functionality once the damaged resistor was replaced. Based on the available information, the most likely root cause of the reported loss of power can be attributed to a disconnection of both power sources, most likely during a power source exchange. The most likely root cause of the inability of the controller to sound the "no power" alarm can be attributed to a damaged resistor within the "no power" alarm circuit; the damaged was likely caused during the manufacturing process. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Corrected manufacturer narrative: it was reported that the patient experienced a "blank display". The controller was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a controller power up event on (B)(6) 2017 at 01:31:09. The data point prior to the controller power up event, at 01:26:48, revealed that (B)(4) was connected to power port 1 with 94% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 28% rsoc. The data point after the controller power up event, at 01:46:08, revealed that (B)(4) was connected to power port 1 with 91% rsoc and (B)(4) was connected to power port 2; (B)(4) on power port 2 was disconnected and reconnected within the preceding 15 minute interval. Log analysis suggest that a power source exchange likely occurred, given that (B)(4) on power port 2 had 28% rsoc prior to the controller power up event. No alarms were recorded near the event date. Failure analysis of the returned controller revealed that the unit passed visual inspection but failed functional testing; the "no power" alarm failed to sound when both power sources were disconnected from the controller. Supplemental testing revealed a damaged resistor on the power board, within the "no power" alarm circuit; the observed damage most likely occurred during the assembly process of the controller. The "no power" alarm regained functionality once the damaged resistor was replaced. Based on the available information, the most likely root cause of the reported loss of power can be attributed to a disconnection of both power sources, most likely during a power source exchange. The most likely root cause of the inability of the controller to sound the "no power" alarm can be attributed to a damaged resistor within the "no power" alarm circuit; the damaged was likely caused during the manufacturing process. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.